Manufacturer narrative:
H11: five photos and one sample from lot number 0001600044 were provided to our quality team for investigation. During the visual inspection, no manufacturing defects were observed. However, a form of contamination or rust like appearance was noted on the needle tip inside the cannula. Based on the inspection performed, the reported failure mode, defective, could not be confirmed as a manufacturing issue, as no product related manufacturing defects were identified. Nonetheless, contamination or a rust like residue was observed on the tip of the received needle. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001600044 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Current manufacturing controls were evaluated. Work instruction was verified to include all required process steps for the proper assembly of the cannula, inner needle, housing threading, and cannula to retainer connection. The instruction includes all steps necessary to ensure correct product manufacturing. Likewise, it specifies the inspection of the needle fit (long or short) and the needle tip. These instructions include visual aids and inspection steps designed to detect issues related to improper assembly or any other abnormal condition. Based on the investigation performed and the information available at this time, a probable root cause could not be determined. No manufacturing defects were identified, and the source of the contamination or rust like residue observed on the needle tip remains unknown. It also remains undetermined whether any procedural deviations may have contributed to the reported event. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that jamshidi bone marrow item was found to be defective when attempting to use it in the central processing room. This complaint is about tissue sampling failure before use. During the followup response, it was further reported that the affected product was not used, as the defect was noticed prior use on patient.